Event description:
On august 8, an amazon customer commented that the product was false negative: customer's friend who the customer was in contact with for several days came down with covid. This customer got symptom and took 2 of these tests. Both came out negative. The reporter took 2 of a different home test about 10 days later and both came back very positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.